Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female undergoing cardiac surgery was being implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that complications were encountered during the attempted delivery of an impella 5.5 pump. Despite multiple attempts, it was documented that the impella was unable to advance into the left ventricle due to the tortuous axillary/subclavian artery. The decision was subsequently made to abort the implant. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, impella was unable to advance into the left ventricle due to the tortuous axillary/subclavian artery as per the clinical description provided. Added- e1 facility name, h6 impact code 4627.